Event description:
It was reported that urine leaked from the connecting part between the lead wire and the thermistor funnel on the day of use.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Sample was evaluated found tear on lumen wall between tsc and drainage lumen which may caused by rod puncture during manufacturing process or during use. This complaint is confirmed as manufacturing related due to thin rubberize thickness which caused lumen easy to tear. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. 9) connect the lead wire of catheter to temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine leaked from the connecting part between the lead wire and the thermistor funnel on the day of use.